Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had open heart surgery and had set the ipg to surgery mode. After the surgery, the patient was unable to connect to their ipg using their programmer. A company representative met with the patient and confirmed this issue. As a result, the patient may have surgery in the future to the replace the ipg.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
The patient underwent a surgical procedure on (B)(6)2022 during which the ipg was explanted and replaced to address the issue.